Event description:
It was reported that a 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent (MFR report# 2953200-2009-00892), a 3.0mm diameter x 30mm length endeavor rx drug-eluting coronary stent (MFR report# 2953200-2009-00893) and a 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent were deployed into a patient to treat a lesion located between lmt and lcx. Communication from the account confirmed that the patient had a previously deployed stent in the lcx # 13, where in stent restenosis had developed and a previously deployed stent in the lad (details of the two previously deployed stent are unknown). During procedure, a thrombus was confirmed around the previously deployed stent in the lad. The thrombus was aspired and the procedure was completed with no issue reported. Three days post procedure, the patient presented with symptoms, and four days post procedure thrombus between the lmt and the lcx was confirmed. Thrombus aspiration and poba were performed; thrombolytic therapy was administered. Complication of mrsa (methicillin-resistant staphylococcus aureus), septicaemia and symptom of dehydration were also confirmed. The patient is reported to be fine and no other sequelae were reported. The physician commented that the root cause of the event was attributed to septicaemia and dehydration and was not related to the endeavor rx drug-eluting coronary stent. Based on the information available the root cause of the event was an inherent risk of the procedure and was most likely related to the patient condition.

Manufacturer narrative:
Other (secondary intervention: thrombus aspiration, poba, thrombolytic therapy) - labeled yes. Evaluation codes, results: (75-90% stenosis present, isr), (stent thrombosis). Conclusion: (75-90% stenosis present, isr).